Event description:
The customer contacted international affiliate, to report that a cryocyte freezing container ruptured during thawing after removal from liquid nitrogen.

Manufacturer narrative:
Sample availability is unknown at this time. If the sample or any additional information become available, a follow-up report will be submitted.